Event description:
Subsequent to the initial MDR being filed, additional information was received stating that the target lesion was in the circumflex vessel. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the (B)(4) xience v everolimus eluting coronary stent system instructions for use states: an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged and/or dislodged from the balloon when retracting the undeployed stent back into the guiding catheter. The reported resistance noted during withdrawal likely occurred as a result of the damaged stent implant interacting with the guiding catheter.

Event description:
It was reported that the procedure was to treat a mild tortuous and heavily calcified lesion. Pre-dilatation was performed and the 3.0 x 15 mm xience v stent delivery system (sds) was advanced, but failed to cross the lesion due to the anatomy. Further dilatation was performed and the sds was re-advanced with support of a double wire, but still could not cross to the lesion. The sds was removed, and it was noted that the proximal and distal stent struts were flared due to interaction with the guiding catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.